Manufacturer narrative:
The customer reported that the bedside monitor (bsm) had a black screen. The screen was responsive to touch (with audible noises), but was not displaying vitals. The customer sent the unit in for repair. The unit was cleaned and evaluated. The reported problem of unit not displaying an image was duplicated. The lcd was replaced to fix this issue. This unit came in without the cover to the qi-600p sn:(B)(4) and dau interface cable. The unit was tested per the operator's/service manual. The unit was tested and operates to manufacturer's specifications. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) had a black screen. The screen was responsive to touch (with audible noises), but was not displaying vitals. The customer sent the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) had a black screen. The screen was responsive to touch (with audible noises), but was not displaying vitals.